Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced cannula issues on (B)(6) 2026. The infusion set cannula was bent. The event occurred three or more hours after insertion. The insertion site was abdomen. The infusion set was in use for one day. The blood glucose level was high and the patient was treated with correction injection via multiple daily injection (mdi). The patient replaced infusion sets and resumed insulin successfully. No further information is available.